Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the seam of the bag after dispensing the solution. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between june 23, 2018 to june 25, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.